Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 7 sensors without electrodes. It was reported that no sensors were saved due to customer being out traveling. It was reported that one sensor had received calibration error and sensor error alarms. It was reported that sensors would be replaced.